Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist provided a letter of recommendation ceasing aligner treatment. In the letter the dentist stated that the patient has expressed concerns about the aligners. At the patient's last visit (B)(6) 2025, the patient's malocclusion, alignment and esthetic appearance of the teeth still have not been addressed. The dentist confirmed issues of crowding, heavy anterior bites and unbalanced occlusion is still present. This has not improved since the patient was in the office since (B)(6) 2024. Itero scans were taken at both visits.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.